Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. On (B)(6) 2015, the patient experienced acute blood loss and anemia secondary to gi bleed. It was suspected that the patient had bone marrow insufficiency and an insufficient iron store. An esophagogastroduodenoscopy located a 12 mm gastric antral polyp with mild oozing. The patient was hospitalized and was transfused with three units of packed red blood cells (prbcs). The bleeding resolved on (B)(6) 2015. On (B)(6) 2015, the patient was found to have increasing lactate dehydrogenase and decreased hemoglobin and was sent to the emergency room for a transfusion. Chronic rectal bleeding was noted. The patient received two units of prbcs. The event reportedly resolved on (B)(6) 2015 and the patient left the hospital against medical advice. On (B)(6) 2015, the patient was readmitted again due to gi bleeding. A colonoscopy and endoscopy confirmed a large 2 cm gastric antral polyp with signs of rectal bleeding. The patient was transfused with eight units of prbcs and medication changes were made. The bleeding reportedly resolved on (B)(6) 2015. On (B)(6) 2015, the patient was hospitalized due to recurrent acute anemia and presumed gi bleeding. The patient underwent endoscopy on (B)(6) 2015 and an actively bleeding gastric polyp was noted. The previous clips were noted to be dislodged requiring a larger permanent gastric clip. The patient was transfused with 5 units of prbcs and discharged on (B)(6) 2015. No further information was provided.

Manufacturer narrative:
Approximate age of device - 27 days. The patient remains ongoing with the implanted device. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A review of the device history record revealed the device met applicable specifications. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system.. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.